Manufacturer narrative:
The elecsys troponin t gen 5 reagent lot number is 882496. The field service engineer inspected the analyzer and found the sipper nozzles bent. He adjusted the main water pressure, gear pump, sipper nozzles, and rinse levels. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 assay result from several patient samples tested on the cobas e 801 analytical unit. One example of discrepant results was provided: the initial result from the analyzer was 18 ng/l. The repeat result from another cobas analyzer was <6 ng/l with a data flag. The patient sample generated errors for other tests, and a fibrin clot was found in it, prompting the rerun. The repeat result was deemed correct.